Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. The analysis revealed the delivery pusher with the implant coil not attached and the introducer removed. The device was returned for evaluation. The delivery pusher was returned without the implant coil attached. The proximal end of the implant coil was stretched. The delivery pusher was kinked between the attachment bond and the 3cm mark coil. Based on the available information, the reported complaint can be confirmed, as the implant coil is separated from the delivery pusher. The results of the investigation are consistent with the device being exposed to a force that exceeded its maximum tensile specification; however, the exact root cause cannot be determined.

Event description:
It was reported that coil embolization treatment was attempted on a splenic artery aneurysm. During advancement of the coil in the catheter, resistance was encountered and the coil unexpectedly detached in the catheter before the coil had exited into the patient. The entire coil was removed together with the catheter without incident. There was no reported patient injury.